Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Additional information was requested and the following was received: were there any patient consequences? No. What tissue was being approximated or sutured when the pull off occurred? Vaginal stump. What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? During stitching. Procedure name? Total hysterectomy. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hysterectomy procedure on (B)(6) 2021 and suture was used. While approximating the vaginal stump, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.